Manufacturer narrative:
The approximate age of the device is 6 years and 4 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced a pump stop at home while connected to the power module. The patient contacted the hospital and was admitted. The pump stop was confirmed in the log files. The patient's system controller was exchanged and x-rays were taken. The patient was given an ungrounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a pump stop could not be confirmed based on the review of the log files submitted by the account; however, based on past experience with the hmii lvas and similar reported events, the low speed events observed in the log files that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted epc log file contained data from day 340 to day 341 and captured multiple transient and sustained low speed advisory alarms on day 340 and day 341 (as low as 2210 rpm on day 340 and as low as 2430 rpm on day 341); 12 of these events triggered low speed hazard alarms on day 340 and 21 of these events triggered low speed hazard alarms on day 341. Of note, all low speed events occurred while the patient was using the power module. For the remainder of the log file, the pump maintained a speed above the low speed limit and appeared to function as intended. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No additional complaints have been reported at this time. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(4) (documents #(B)(4), (B)(4), and (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.